Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down during the night. The customer's blood glucose level was reported to be 339 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, review of pump data confirmed that the pump battery was operating normally. The reported pump shut down was not confirmed during review of the pump data. It was also reported that the customer had not been using the correct type of usb cable to charge the pump. A replacement cable was sent to the customer.